Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Information received from kennedy's. Confirmed revision of pinnacle/corail implants. Two stage revision dates confirmed. Revision due to high metal ion levels. Revision took place on (B)(6) 2012, but due to complications complete revision took place on (B)(6) 2013. During (B)(6) operation, alval was noted. Update (B)(6) 2017: pinnacle spreadsheet received. Updated date of revision. This complaint was updated on (B)(6) 2017.

Event description:
After the review of medical records for MDR reportability, it was stated that the patient was revised to address pain. Clinical notes reported bursitis, walking difficulties and weakness. There is no laboratory results provided for metal ion levels. Previous reported complete revision on (B)(6)2013 was the removal of cement spacer and no depuy construct was involved.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4) investigation summary ==> conclusion and justification status: the complaint states revision due to high metal ion levels. A review of manufacturing records was not required per wi 3430 a review of complaint databases did not identify any anomalies. A review of the x-rays did not identify any implant fracture or disassociation. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per sep 419. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.